Event description:
Healthcare professional later reported seroma-late.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface of the shell. White calcification in the surface of the shell. Cloudy observed in the gel. No further actions are required as the device was implanted. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported suspected right side rupture via ultrasound. During surgery a rupture was not confirmed but capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red and yellow particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.